Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has a remaining of 3 to 6 months battery, a week later the device battery was dead and needed to change out. The device was explanted and replace. No additional adverse patient effects were reported.